Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (google translated from german): the t1 mil was prepared for delivery for a customer. During the initial test in the technical room at (B)(6), the t1 failed the air entry test and failed the self-test with technical event:232056. The device has never been on a patient. The test air entry was tested with the rear panel installed which includes the abc filter connector. The abc filter was not installed. At the first test point, the t1 passed. At the second test point, the device failed the test. The t1 never came to the sealing test with the foil. No patient involvement as it occurred out of the box testing at the sales partner company.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag (google translated from german): the t1 mil was prepared for delivery for a customer. During the initial test in the technical room at heinen löwenstein, the t1 failed the air entry test and failed the self-test with technical event:232056. The device has never been on a patient. The test air entry was tested with the rear panel installed which includes the abc filter connector. The abc filter was not installed. At the first test point, the t1 passed. At the second test point, the device failed the test. The t1 never came to the sealing test with the foil. No patient involvement as it occurred out of the box testing at the sales partner company.